Manufacturer narrative:
Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. It also appears that the patient's death was likely related to the patient's infection. No further actions are possible with the available information.

Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 3 months due to prosthetic aortic valve endocarditis with annular abscess. Per the op report, there was severe annular abscess. Extensive debridement was performed from the left main area to around the noncoronary cusp, as well as to the right coronary artery area. The annulus was then reconstructed with bovine pericardium and a new edwards bioprosthetic valve was placed. The patient was attempted to come off bypass. Further bleeding around the aortic root was surgically attempted to control. Multiple course of bypass on and off was done in order to fix the bleeder. The patient then had an intraaortic balloon pump placement and further bleeding was noted all around the surgical site with dic noted. The decision from the family was to end the surgery after a long trial of 13 hours in the operating room and then the arteriovenous ECMO was placed and the patient was brought back to the ICU in very critical condition. Patient expired. No other details provided.